Event description:
The patient was being transferred out of bed to the chair. The lifter was above the chair in the highest position when the upper broke off, allowing the patient to fall down into the wheelchair. No injuries were reported.